Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
I was reported that bd insyte-n¿ autoguard¿ shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR review was performed on the lot number 7305705. The lot number was built on afa line 4, from 08nov2017 thru 10nov2017. Packaged on packaging line 9 from 13nov2017 thru 13nov2017. Review of the DHR revealed all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality plans. Review disclosed one non-related global hold (B)(4) was initiated for this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Received 12 representative unused iag 24ga units in sealed packages from the lot number 7305705. Visual/microscopic examination: observed there was no mechanical/physical damage to any of the components (spring, n needle hub, grips) or evidence of adhesive on the button or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the buttons. The retractions were successful, no delayed reaction was observed. The defect needle retraction failure described in the incident report could not be confirmed or replicated with the returned units. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit.

Event description:
I was reported that bd insyte-n autoguard shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.